Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #1)may have caused or contributed to the reported event.the patient's attorney alleges injuries; however, no details have been provided the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the 3dmax mesh (device 1). Additional supplemental emdr was submitted to represent the 3dmax mesh (device 2). Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog number, UDI, lot number, expiry number), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax(device #1 and device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the two (2) 3dmax(device #1 and device #2). It is alleged by patient¿s attorney that on an unknown date, patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of 3dmax mesh (device 1 ¿ right and device 2 - left). Per operative notes, ¿a transverse incision was made in the infraumbilical fold. The right inguinal hernia sac was dissected out. A 3dmax mesh (device 1) was placed on the right inguinal floor. The left inguinal hernia sac was dissected out. A 3dmax mesh (device 2) was placed on the left inguinal floor and secure it with sutures.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with implant of perfix plug (device 3). Per operative notes, ¿an incision was made through previous incisional site. The right hernia sac was dissected out. A perfix plug (device 3) was placed into the right inguinal floor and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax(device #1)may have caused or contributed to the reported event. The patient's attorney alleges injuries; however, no details have been provided the cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol 3dmax(device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two (2) unspecified bard/davol 3dmax(device #1 and device #2) on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the two (2) 3dmax(device #1 and device #2). It is alleged by patient¿s attorney that on an unknown date, patient had unspecified injuries. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".